Event description:
It was reported that after administering a bolus and eating breakfast patient experienced high blood glucose event on (B)(6) 2026. The blood glucose was high for less than four hours and was treated with additional insulin using the pump.

Manufacturer narrative:
Name - medtronic minimed street - 18000 devonshire street city - northridge state - ca zip code - 91325 based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.